Event description:
It was reported that intermittent minimum fill notifications occurred after the user filled the cartridge with insulin during the load sequence. The cartridge was reloaded or a new cartridge was loaded to resolve the issues. Customer¿s blood glucose level ranged between 150-200mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.